Manufacturer narrative:
1038671-2024-00863

Event description:
It was reported via legal documentation that a patient had a right total knee arthroplasty on (B)(6) 2019, and then experienced revision surgical procedure on (B)(6) 2022 approximately 3 years and 1 month after initial implant. No images were provided. There is no device information provided. There is no other information available.